Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she changed her port and ate and monitored her blood glucose level. The patient went to sleep and when she woke up she noticed her tubing was detached from where the tubing enters the round part (tubing connector). The site location was at the left hip and the pump was lying on the bed. Reportedly, the infusions were not stored or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.